Event description:
Nurse reported that patient's blood glucose was measured, using the suspect device, with a result of 446 mg/dl. Nurse immediately retested patient's blood glucose, using her [nurse's] blood glucose monitor, with a result of 160 mg/dl. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.